Manufacturer narrative:
Pump received with blank display due to missing battery spring. However, unable to perform operating currents, self test, rewind test, and displacement test due to missing spring. Pump received with cracked battery tube threads, and cracked reservoir tube lip. The test infusion set, and reservoir does lock into place. (B)(4).

Event description:
Information received by medtronic indicated that the battery compartment of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.